Manufacturer narrative:
Patient was previously implanted with a trifecta valve and was scheduled to undergo a valve-in-valve intervention. The trifecta valve was previously sewn using surgical sutures that were secured with corknot fasteners. Because of a high risk for coronary obstruction the patient underwent a basilica (bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) procedure.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a trifecta valve was implanted. A valve in valve was procedure was performed. During the basilica (bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction) procedure the patient became acutely decompensated with myocardial ischemia. CPR was performed and the patient was place on ECMO to provide hemodynamic support. The patient's current status is unknown. Additional information was requested but cannot be obtained.